Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin, not following the proper cartridge load process and had been using the same cartridge and infusion set for over 3 days. Tandem customer technical support informed customer to always use room temperature insulin, follow the proper load process and that the cartridge and infusion set is indicated for use with tandem supplies for 3 days. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.